Event description:
It was reported that the customer had a high blood glucose of 565 mg/dl. Customer stated he yanked out the infusion set and the cannula was bent. He treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.